Event description:
It was reported to nova biomedical that a customer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer continued to alternate food and insulin administration to offset her adverse event. During the call to customer support, a control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.